Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one resolute integrity coronary drug eluting stent when acute stent thrombosis and vessel occlusion occurred due to restenosis, with intervention, related to target vessel. The lesion was pre-dilated. The lesion being treated was a mildly tortuous, non-calcified lesion with 15-20% stenosis located in the mid left anterior descending (lad) artery. One resolute integrity stent and one non-medtronic stent were implanted overlapping. Three hours later, the patient's condition deteriorated. At 4 hours, repeat coronary angiography was performed and acute stent thrombosis was detected. No further patient complications were reported as a result of the event.